Manufacturer narrative:
Continuation of d10: product ID evolutfx-34 (serial: (B)(6); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012399258); product type: 0195-heart valves; ; product ID l-evolutfx-34 (lot: 0012408656); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012399256); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012408656); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, there was a misload with a 34mm fx valve. The initial system was not implanted, and a new system was used, which was deployed to 80% before being recaptured and repositioned. During repositioning, an infold was revealed. The decision was made to remove the system and use an edwards valve instead. Pre-dilation was performed prior to these events. The procedure involved a bicuspid native valve. The resolution involved the removal of the initial system and the use of an alternative valve.

Event description:
Additional information was received that the valve loader was experienced. There was no misload noted with the second valve. The sec ond valve was recaptured one time. There was no procedural delay noted.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.